Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por) while the patient was receiving radiation therapy. No device parameters were changed. The device warning was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).